Event description:
Implanted (B)(6) 2011. Ampulmona (tumor in the pancreas). They implanted the product in this access. Last week, the pt came back and the product was broken. Images to see where the product is broken were provided. The pt has suffered no adverse effects due to this occurrence. An add'l procedure was required due to this occurrence. The dr had to implant another stent inside our broken stent.

Manufacturer narrative:
There were no zilbs-635-10-6 devices of lot number c659225 in stock at the time of the complaint investigation. The device involved in this complaint was not returned to cook (B)(4) for eval. Images were provided in relation to this complaint. Based on the images provided, it can be confirmed that the stent had broken in the pt. With the info provided, a document based investigation was carried out. The instructions for use that accompanies this device, instructs personnel as follows in the precaution section: "long-term patency with this stent has not been established. Periodic eval of the stent is advised." It can be noted that the stent was placed in the pt for 7 months. Prior to distribution, all zilver 635 self-expanding vascular stents are subject to visual insp and functional checks to ensure device integrity. A review of the mfg records for lot number c659225 did not reveal any issues which could have contributed to this complaint issue. No corrective action is warranted at this time as this is considered an isolated incident. The 2 year complaint history has been received and the likelihood of this type of occurrence is rare. However, complaints of this nature will continue to be monitored for potential emerging trends.